Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of prosthesis wear which may have been due to orientation of the acetabular cup, edge loading/impingement, and/or patient related factors. However, this cannot be confirmed because the component was not returned for evaluation and x-rays were not provided. Section h11: corrections made in the following section(s): (g4) the aware date in the initial submission should have been 12-nov-2019. This was entered in error.

Manufacturer narrative:
Pending evaluation. No information provided in the following section(s): weight, ethnicity, and race.

Event description:
As reported, the (B)(6) female patient had received a left hip replacement on (B)(6) 2015 from dr. Jose rodriguez. She had a size 50 novation crown cup with a lipped g1 liner, size 32 -3.5 ceramic head, novation element stem size 9 standard offset. The liner had noticeable wear and was causing discomfort for the patient. (B)(6) 2019 dr. (B)(6) revised the patient and removed the worn-down poly liner and implanted a g1, 32mm neutral novation xle poly. The device was thrown away after being taken out of patient. Patient was last known to be in stable condition following the event. All available information has been received at this time.